Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 285 mg/dl. Customer advised that while getting there basal rates the motor error alarm occurred. Customer was troubleshooting for the motor error when they received a no delivery alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they have received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.